Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during arthroscopic bankart surgery the anchor failed when trying to pass the blue suture through the anchor. The passing suture got stuck as the blue suture was being passed through the locking mechanism. The device as part remained in patient. They used the link suture with the blue suture to make a knot to complete the repair. There was no harm for patient, operator or third party. It was not necessary to do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.